Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) could not be pulled through the white tamping tube. After numerous tries to make sure the balloon was deflated, he removed the entire device. The tech noticed some of the sealant was still attached to the tip of the deflated balloon and that was probably why he could not pull the deflated balloon through the white tamping tube. Manual pressure was held to close the site. There was no reported patient injury. The device storage temperature did not exceed 25 degrees celsius. The deployer shuttled down completely. The balloon was fully deflated. The balloon was prepped with 100% heparinized saline. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis as it was discarded. The product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿balloon-balloon retraction jam-inside advancer tube¿ and ¿sealant-sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon retraction jam experienced and the subsequent dislodgement of the sealant. However, procedural/handling factors (such as incomplete deflation of the balloon) are possible. According to the instructions for use, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ if the balloon is not fully deflated before being removed through the advancer tube lumen, it could result in a balloon retraction jam and dislodgement of the sealant. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) could not be pulled through the white tamping tube. After numerous tries to make sure the balloon was deflated, he removed the entire device. The tech noticed some of the sealant was still attached to the tip of the deflated balloon and that was probably why he could not pull the deflated balloon through the white tamping tube. Manual pressure was held to close site there was no reported patient injury. The device storage temperature did not exceed 25 degrees celsius. The deployer shuttled down completely. The balloon was fully deflated. The balloon was prepped with 100% heparinized saline. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.